Event description:
It is reported that there was leakage. Event description: customer confirmed that when the bd phaseal injector luer lock is used in combination with the jms connector manufactured by jms, leakage of chemical solution occurs at the connection site. They have confirmed that this is a leakage of chemical solution from the connection site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up. As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.